Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument was difficult to assemble and there was tissue trauma. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.